Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not reported. Additional product code: mnh, mni, kwq and kwp. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a previous fusion from l4-s1 (known surgery #1). Patient then had a fusion from t12-l4, prior instrumentation was not in patient, probably removed upon the t12-l4 surgery (known surgery #2). Patient then had a fracture below the t12-l4 construct in which the anterior portions of the sacrum and l5 were affected. Surgery from l4-illium then occurred as a result of the fracture (known surgery #3). Surgeon wanted to remove some hardware but decided to leave instrumentation in the patient because the right l3 pedicle screw locking cap matrix 04.632.000, was unable to loosen. Surgery was delayed 5-10 minutes but was completed successfully despite matrix locking cap and screws not being removed. This report is 1 of 1 for (B)(4).